Manufacturer narrative:
H10: h3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Visual inspection observed a damaged lid and bezel. Functional evaluation revealed no issues. The complaint was confirmed. Factors, unrelated to the manufacturing and design of the device, which could have contributed to the reported event, include a rough handling of the device causing damage. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that the fa coblator ii controller was damaged. The wand used as concomittant was not sealing the vessels and the patient had to return after the procedure to stop the bleeding. No further information is available at the moment.